Event description:
It was reported by service report that the head end lift was stuck. There was no pt involvement and no adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech removed the potentiometer and reset properly for lift calibration and tightened the bolts on the head end lift.